Event description:
It was reported that the right atrial and the right ventricular lead exhibited pocket stimulation. It was also noted that noise was observed on the right ventricular lead. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information noted that the entire system was extracted due to infection.